Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized at intensive care unit due to hyperglycemia as well as diabetic ketoacidosis with glucose level was over 300 mg/dl, 266 mg/dl at the time of incident, on (B)(6) 2018 and released on (B)(6) 2018 and the current blood glucose level was 315 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with bolus using the intravenous insulin for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as bad headache, nausea and vomiting. The customer was in manual mode. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleging insulin pump was under delivering because the customer was not being sick. The device will not be returned for analysis.